Event description:
A customer reported that the probe on the ortho provue analyzer was not operating and dripping fluid from the probe housing. The customer indicated that reagent contamination did not occur and testing was not performed. An ocd field engineer upon investigation, observed dried fluid residue in the analyzer. Fluid leak can lead to dilution of reagent/sample, carry over and/or cross contamination, and erroneous test results. Erroneous test results were not released.

Manufacturer narrative:
A possible root cause was determined. The ocd field engineer (fe) visited the site and found buildup of saline crystals in the bearing, causing multiple components of the analyzer to malfunction. Repairs have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).